Event description:
Patient complained of hip instability, lateral radiograph showed evidence of neck rotation. At revision, cobalt chrome alignment pin in the stem was observed to have sheared.

Manufacturer narrative:
Othe devices used: catalog number 220605 long 45 neck, catalog number 333235 32+4 alumina head. Device history records for the stem are intact and conforming and indicate manufacture to specification.